Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. The balloon protector cap was returned over the balloon. The balloon protector cap was able to be removed without issue. No damage was noted to the tip, balloon or blades of the device. It was noted that the balloon folds were relaxed and the hypotube was broken 479mm from the hub. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as this type of damage is consistent with excessive force being applied to the delivery system during device use/handling. (B)(4).

Event description:
Reportable based on the device analysis completed on (B)(6) 2015. It was reported that difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery (lcx). A 10/2.75 flextome¿ cutting balloon¿ was selected to treat the target lesion. During procedure, it was noted that the balloon could not be delivered to the target lesion. No patient complications were reported and patients' condition was stable. However, device analysis revealed that the hypotube was broken.